Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. The battery tube was found corroded. Analysis was unable to perform any test. The insulin pump was received with stripped battery cap coin slot, minor scratched lcd window, broken battery tube threads, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump shut off and they were unable to remove the battery cap. The customer¿s blood glucose level was 150 mg/dl. The customer stated that they were not able to remove the battery cap during troubleshooting. The customer was advised the pump will need to be replaced. The insulin pump was returned for analysis.